Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain. On (B)(6) 2019 the patient reported that 3-4 years ago when the healthcare provider refilled her pump he never injected the medication in to the pump, he injected in straight in to the body. The patient was no longer seeing that healthcare provider. No further complications were reported or anticipated.